Manufacturer narrative:
Due to character limitations in e1 event site address - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during the use of the cardiosave intra-aortic balloon pump (iabp), the device initially indicated a lack of helium upon activation. After reinserting the host, the display returned to normal, and no patient harm occurred.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, h3, h6 (type of investigation, investigation findings, investigation conclusions) corrected fields - d4(serial, UDI) it was reported by the customer that during use the intra aortic balloon pump (iabp) when the device was turned on, it prompted an alarm for low helium. The customer suspected that the main unit and the trolley were not locked, causing the main unit and the trolley to separate causing a low helium level. After relocking the trolley and the main unit was functional. There was no patient harm. A getinge field service engineer (fse) evaluated the unit and states that the unit was in transfer mode and ran out of internal helium, hence the low helium warning. The alarm stopped and the unit returned to normal after reverting to hybrid mode. All functional and safety test were performed. No spare parts were replaced.